Event description:
It was reported that the patient's stimulation automatically turned off when his battery got down to half full. The programmer showed a normal programming screen, but the "lightning bolt" disappeared. It was noted that the patient was not around electro-magnetic interference when this occurred. The patient was able to turn stimulation back on with his programmer, but only for a few more hours, and the stimulation automatically shut off again. The patient then had to recharge in order for stimulation to come back on. He fully recharged the ins with full coupling bars, taking 3-4 hours to charge. It was noted that the patient occasionally got an "antenna too hot" icon. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3778-60, serial#: (B)(4), implanted: (B)(6) 2007, explanted: na. Lead: model 377860, lot# v016650, implanted: (B)(6) 2007, explanted: na. Programmer: model 37742, (B)(4). Recharger: model 37752, serial#: (B)(4).